Event description:
Events occurred regarding a spinning spiros® closed male luer, red cap where it was reported that there have been ongoing issues with spiros devices leaking while in use. Over the past few weeks, approximately five occurrences of leakage were reported at the connection site between the spiros and the cadd IV set. The most recent event occurred on 04/27, when the patient¿s line was observed leaking from the spiros connection. The patient required an emergency room visit, where the spiros was replaced, and the leakage resolved following replacement. A similar event occurred on 04/19 with the same patient, involving leakage from the spiros connection site. The patient again returned to the emergency room, and replacement of the spiros resolved the issue. Approximately two weeks prior, another leakage event occurred involving the patient¿s line, and replacement of the spiros device stopped the leak. Additional leakage events were reported but were not formally documented. No affected product samples have been retained for evaluation at this time. Patient was sent to the ER for evaluation of pump and line integrity. Spiros were replaced or new pump/tubing/spiros were issued. In one case the patient noticed some blood dripping when the spiros became disconnected, but the quantity was unknown. There were no holes, cuts or tears noted. Only that the spiros would leak or completely detach. There was patient involvement, but harm unknown.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.